Manufacturer narrative:
(B)(4) concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer the device was discarded and not returned; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 3-4. It was a small valve opening area. One clip ((B)(4)) was intended to be implanted. When attempting to grasp medial, central and lateral, all positions resulted in a mean pressure gradient (mpg) of under 6-7 mm; therefore, it was decided to remove the clip delivery system (cds). The clip was fully closed and retracted. During removal of the cds, the knob of the steerable guiding catheter (sgc) was applied and the clip became caught on the tip of the sgc. The gripper line was moved up and down several times while the - knob was applied to the sgc, but the clip could not be detached from the tip of the sgc. The mitraclip system (cds, sgc) was removed without retracting the cds into the sgc. There was no damage to the tip of the sgc. After removal, tissue was found on the clip arm outside the sgc. Echo confirmed that there was no damage to the mitral leaflets or to the arterial septum; therefore, it is believed that the tissue was most likely from the femoral artery. The femoral access site was closed without bleeding. The procedure was abandoned and no further treatment has been planned. No clip was implanted and the post-procedure mr was an unchanged 3-4. The patient was confirmed to be clinically stable and there was no clinically significant delay in the procedure. No additional information was provided.